Event description:
It is reported that the customer's insulin pump was having a keypad issue. Customer stated that she was rewinding and priming the insulin pump and when she went to push the esc button, she was not able to get a response from the insulin pump. Trouble shooting was completed and the buttons worked okay during that time. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.